Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump (iabp) battery was not charging. There was no patient involved.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is accounts payable atrium and e1 (event site address) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the batteries (0146-00-0039) to resolve the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.